Event description:
It was reported that a right ventricular (rv) lead demonstrated sudden variances in impedance levels and increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: 5076 implantable pacing lead - (B)(6) 2004. (B)(4).